Event description:
It was reported that the bed lift would not lower due to the motion interrupt pan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.